Event description:
It was reported that there were episodes seen from the implantable cardiac monitor (icm) device where a couple beats were not sensed following a premature ventricular contraction (pvc) and the physician felt it was undersensing secondary to r-wave variability. The sensitivity may have been adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.